Event description:
The customer reported that prior to use, the device was connected to generator. The switch on the pencil was not pressed, but an activation tone was heard.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.